Event description:
It was reported that the gears on the zimmer skin graft mesher were damaged. Facility reporting information is a cadaver tissue bank, therefore, there was no report of patient injury associated with the event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 09/08/2010 and was last repaired on 12/06/2012. Customer is a cadaver tissue bank which experiences heavy usage of devices. Evaluation of the device observed the roller gear to be damaged. It was also observed that the roller, comb and ratchet gear were damaged. Prior to repair the unit was outside of calibration specifications on the left side. Customer included two cutters, and evaluation demonstrated that 1.5:1 cutter produced an unacceptable test mesh and 2:1 cutter produced an acceptable test mesh. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.